Event description:
The device involved with this event was returned to compass health brands and evaluated on 5/31/2017. The customer's complaint could not be duplicated from a review of the returned device. The device was tested for product performance, and was determined to fall within the manufacturer's specifications, as defined in the product's user manual.

Event description:
The end-user states that she was shocked while using a tens unit. She states she had used it for about two months without any problem. This was the final time she had used the device with the ac adapter - as she was increasing the intensity from 1 ma to 2 ma, she received a shock. The end-user was distressed enough that she left work and went home. She said she had a doctor's appointment previously set for the next day, and she did discuss the incident with her doctor, as she was worried about long-term damage. The doctor advised her he did not think that was possible. She stated she had a significant increase in pain for approximately one week after the incident. The end-user also stated that she had no control during the shock. She could not move her other arm to disengage the device. She yanked the lead wires out of the device. She stated she was left with no energy, and was literally on her knees on the floor. The end-user did not receive any burns.